Manufacturer narrative:
The safety bar was stuck in fast mode due to wear in the trigger assembly.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the safety switch was stuck in fast mode. The safety could not be engaged, a condition which creates the potential for unintended activation. No patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the safety switch was stuck in fast mode. The safety could not be engaged, a condition which creates the potential for unintended activation. No patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported with this event.